Event description:
The facility representative reported an infusor pump which experienced a constant alarm upon power up. During device evaluation, the reported condition was confirmed as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a constant alarm involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.